Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the sweep speed is changing intermittently and there is a difference between the 2 monitors. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The field engineer (fse) found issues with the customers fc2010 module. The fse reloaded the compete software for the fc2010 module and did the proper configurations adjustments and calibrations. The unit was restored back to service. Based on the information available and the testing conducted, the cause of the reported problem was a configuration issue. The reported problem was confirmed. Based on findings provided in the case, the field engineer resolved the issue by updating the unit configuration adjustments. No part were replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.